Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was not feeling well and was found dead the next day. The device revealed six unsuccessful shocks for vf. After the last shock the signal amplitude became gradually smaller and had more variation. Several non-sustained episodes were recorded. Undersensing due to the varying signal amplitude was observed.